Manufacturer narrative:
Received one (1) used list# unknown, 0.9% sodium chloride injection IV bag; lot# unknown one (1) used list# unknown, clave spike; lot# unknown one (1) used list# unknown, spiros, spike bag; lot# unknown one (1) used list# unknown, infusion set; lot# unknown one (1) used list# ch2000s-c, spinning spiros® closed male luer, red cap; lot# unknown one (1) used list# unknown, spiros, trifused ext set; lot# unknown. No visual damages or anomalies were observed. The reported complaint of a leak could not be confirmed on the ICU medical device. No leaks were observed on the spiros. A leak was observed in the tubing of a non-ICU medical device. The probable cause cannot be determined on a non-ICU medical device.

Event description:
A spinning spiros® closed male luer, red cap reportedly leaked cyclophosphamide leaked out of IV tubing, resulting in a patient not receiving his full dose. A few minutes after starting patient's scheduled cyclophosphamide dose, they were informed by a pct that his IV tubing was leaking. When they entered the room, they paused the infusion. The 15-minute cyclophosphamide infusion had 8 minutes left. They saw that blood had backed up into a line that was not currently infusing and that blood and fluid (presumably mivf and the chemo) had leaked out at the connection between the normal IV tubing and the hazardous spiros. They also cleaned up linens according to hazardous spill procedure. After consulting the np and pharmacy, they removed all tubing except for the hazardous syringe line and completed the infusion. Tubing set up at the time when leak occurred: trifuse with hazardous syringe - infusing cyclophosphamide at 54 ml/hour, mivf line: infusing d5ns at 65 ml/hr. Hazardous med line (where leak occurred): infusing nothing. There was no report of any adverse event or human harm.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Additional contact: (B)(6).